Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen on the insulin pump is cracked and scratched due to a work related incident. Customer stated that the scratches have been there for several weeks but now it has a deep crack and the display is getting hard to read. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with deep scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip but no crack on the display window.